Manufacturer narrative:
(B)(4). A photograph of the device has been received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: the device was received for evaluation. A visual inspection identified that there was damage to the spike shoulder and base. A functional leak test was performed. The set was spiked into a bag of distilled water and then reprimed. During the leak test it was identified that there was a leak coming from the damage/cut in the spike shoulder. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a continu-flo solution set was damaged and leaking. This was noted during priming. There was no patient involvement. No additional information is available.